Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a clock direction that was cloudy and cannot be seen. The issue occurred during a diagnostic procedure that was completed using the same set of equipment. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E1: full establishment name: (B)(6). The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additional findings include the following: adhesive around objective lens was peeled. Due to a pinhole on universal cord, water tightness was lost; the bending section cover had a scratch and chip; protector of universal cord on suction connector side, video connector, video connector case, light guide cover glass, video cable, protector of the video cable section, light guide connector, grip, right/left lever, angulation lever, right/left plate, up/down angulation lever plate, control unit, and switch 1 had a scratch; due to wear of angle wire, bending angle in up direction did not meet the standard value; lock engagement lever had discoloration; video connector had a crack; indication on light guide connector was not correct; adhesive on bending section cover had a chip; due to wear of angle wire, bending angle in up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Correction to the results of the device evalaution provided in the initial submission: the customer's allegation "9 o'clock direction of the screen cloudy and cannot be seen" was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that both the cloudy screen, and peeling of adhesive around the objective lens were due to stress from use, external factors or handling. Damage to the image sensor likely led to image issue. However, a definitive root cause could not be identified. The cloudy image event can be detected and prevented by handling the device in accordance with the following section of the instructions for use: [inspection of endoscopic images] check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm of your hand using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the endoscope's angle lever to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing. The peeled adhesive event can be detected and prevented by handling the device in accordance with the following section of the instructions for use: [inspection of entire endoscope] 6 check that there are no scratches, chips, dirt, gaps around the lens, or other abnormalities on the lens at the tip. Olympus will continue to monitor field performance for this device.